Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced pain at the abutment site and upon further questioning, it was discovered the recipient had reportedly been trying to remove the abutment with pliers. Subsequently, on (B)(6) 2018 skin was excised and antibiotics were prescribed during abutment removal. The patient is being clinically managed by their health care provider.